Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) cleaned out all dropped cups from instrument and sorter, replaced slave board, and performed version up to reload board software. All sorter alignments were checked. The customer performed daily startup and ran customer quality controls (qc) and all were within range. The aia-2000 was functioning as intended. No further action required from filed service. The probable cause of the event was a slv board failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 4041 sorter y axis home detection failure on the aia-2000st a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.